Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad or buttons and frozen display due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.